Event description:
The wheel locks allegedly don't hold and chair will allegedly roll when user transfers. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model ta4, (B)(4) is approximately 9 months old. The user manual part number 1110545 rev f (oct-10) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a paraplegic due to a preexisting medical condition. The consumers stability and medication regimen are unknown. The consumer is a (B)(6) female whose height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.